Event description:
Avoximeter curvette would not properly fill with blood. Hole to allow blood in appears blocked. This is the second occurrence with this lot of curvettes. I just used another one and there was no harm to the patient.